Event description:
Paramedics responded for a 58 year-old male in cardiopulmonary arrest. The cardiac monitor was applied and indicated ventricular fibrillation. The defibrillator was turned on and showed "low battery." The paramedic subsequently attempted to charge the unit to 200 joules. The unit failed to charge and subsequently shut off. Fire department arrived with a lp-300 within one minute of the first defibrillation attempt. The pt was then defibrillated and other resuscitation efforts were uneventful. The cardiac monitor/defibrillator was then taken out of service, new batteries were installed and the results remained the same. The unit was then taken to bio-medical services. They could not reproduce any malfunction. The pt subsequently expired at the receiving hosp.